Event description:
It was reported that an ilet user experienced cgm pairing issues with a dexcom g6 leading to the pump displaying dosing stops soon, followed by repeated sensor warmup and connect cgm messages after a sensor change, and a manual fingerstick value of 189 mg/dl was entered while the pump operated in bg run mode; the event was characterized as intermittent communication failure involving the cgm antenna/electrical communication pathway. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.